Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 10 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. However a sample bag was received with 2 malformed clips and 2 preformed clips. No conclusion could be reached as to what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and was unable to be used further. There will be further details to follow. Another like device was used to complete the procedure. There were no adverse consequences for the patient.